Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. No unexpected pump error 54 alarms during testing. Unit communicated properly with glucose sensor simulator and the guardian link (3) transmitter. The correct test bg value was displayed on the sensor glucose graph screen. The correct test bg value was sent from glucose meter and received by unit under test; unit communicated properly with blood glucose meter. Pump error alarm was present in the pump trace download due to moisture damage on motor assembly. Unit received with corroded force sensor assembly and cracked retainer.

Event description:
The customer reported via phone call that the insulin pump had multiple error alarms. Blood glucose level at the time of the incident was 125 mg/dl. During troubleshooting, customer reported that they were able to clear the alarm and complete the rewind. Process. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.